Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having issues with their valve. They went in to have the device clipped, and they ended up needing to stay in the hospital to have it unclipped due to headaches and their pressure was getting high.